Event description:
On 2/28/2022, it was reported by a sales representative via email that an ar-8998t nano swivelock broke prematurely. This was discovered during a thumb ucl repair on (B)(6) 202022. Case was completed using 8 2.5mm mini pushlock anchors. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.